Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported experiencing a problem with the key option "after fco was conducted." There was no reported patient involvement.